Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The prostar xl is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned with blood present in the device and at the proximal marker lumen. The needles and suture had been deployed. A clamp mark was detected at the marker tube. The barrel was examined and there were no needle strike marks detected to indicate needle deflection. There was no damage or observations detected with the device that would contribute to the reported failure to deploy the needles. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the investigation and the inspection criteria, the reported failure to deploy the needle could not be confirmed and no conclusion could be determined. No manufacturing or quality issues were detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the prostar xl attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle deployment, two needles were deflected. The needles were backed down and the device was removed. Another prostar xl was used with the same results. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.